Event description:
Patient presented to the physician with pain from the back radiating to the ipg site. Imaging was performed, revealing that the sensing lead had migrated. Physician brought the patient into the or, explanted the ipg and sense lead, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.